Event description:
It was reported by the aci sales professional that a (B)(6) patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with integrilin. A pre-procedure femoral angiogram showed the vessel size to be 5mm. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after 5 minutes of post hold, a softball size hematoma was noted. The hematoma was around the access site and distal to the access site. There was no oozing from the access site. Manual compression was held for 20 minutes at which time the hematoma was resolved. The patient was hospitalized overnight and discharged from the hospital on 05/29/13. The patient's hospitalization was not mynx device/mynx procedure related.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1303902) indicated that the device lot met all established performance criteria prior to shipment.